Event description:
It was reported that after implant, the patient passed out while on the way home, and upon returning to the hospital, passed out again. The device will be reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).